Event description:
The hosp reported that during the saphenous vein harvesting procedure, the c-ring of the harvesting cannula was deformed. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Failure analysis investigation performed in 2005 found that the c-ring had flattened out. This is a reportable malfunction.